Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a potential non-reportable complaint occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable root cause was determined to be transmitter, failure alert displayed via data. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.